Event description:
The customer stated they are experiencing telemetry signal loss on the first floor. Patients that went from telemetry floor to the imaging floor had this issue. MFR # 8030229-2015-00167.